Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine follow-up, high out of range impedance measurements were noted on the competitor device and right ventricular (rv) lead. The device memory noted episodes of noise on the rv channel. Loss of capture was noted at maximum output. The x-ray did not reveal any damage to the rv lead. The patient reported dizziness and chest pain which were suspected to be a result of the loss of capture. As a result, a revision procedure was scheduled. During the revision procedure, intermittent capture was still observed. As a result, the rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.